Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device had an evidence of a premature deployment. Microscope examination was performed and it was observed that the yoke was attached to the control wire, confirming that the device was prematurely deployed. The bushing was deformed and some hits were observed. Dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an oesophago-gastro-duodenoscopy (ogd) procedure performed on (B)(6) 2021. During the procedure, the clip dropped into the stomach before deployment activation. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the clip bushing was deformed.